Manufacturer narrative:
As of 04/20/2023 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details.

Event description:
On the initial report received by aso on 03/28/2023, the consumer states that they applied the product to a burn wound. The product made skin itchy and inflamed. When the bandage was removed, the skin was red, swollen, and had a bumpy and wet texture. The consumer went to the doctor and was given different bandages, which did not provide a reaction.

Manufacturer narrative:
As of 04/20/2023 aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. Refer to section b.6 of this report for further details. As of 05/19/2023 returned product and retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted.

Event description:
On the initial report received by aso on 03/28/2023, the consumer states that he applied the product to a burn wound. The product made skin itchy and inflamed. When the bandage was removed, the skin was red, swollen, and had a bumpy and wet texture. The consumer went to the doctor and was given different bandages, which did not provide a reaction. During the initial report, the consumer did not indicate that he required medical attention to resolve the issue. Later, the consumer indicated on the returned consumer information report (cir) on 05/08/2023 that medical attention was required. Consumer informed that dr. Prescibed silvadene cream and different type of bandage, and some cycles of triple antibiotic (otc). Consumer confirmed that the issue was with the tape area. Based on the new information received on 05/08/2023 an MDR was submitted.